Event description:
Prior to reaching the pt, the fiber was readied for use. No energy was transmitted and a smell of sulphur was noted. The item was removed from service and did not reach the pt. Will be returned to the MFR for testing as soon as shipping carton arrives.